Manufacturer narrative:
Metabolic acidosis. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopy with chromotubation and lysis of adhesions in 2009. The pt developed generalized swelling as she was being wheeled into the pacu prior to extubation. The pt was wheeled back into the or, where she was placed back on the ventilator, and given benadryl and an epinephrine drip. A chest x-ray revealed bilateral pneumothorax and chest tubes were inserted. Just prior to the reaction, the pt was given neostigmine, robinul, and zofran. It is now suspected that the neostigmine may have caused the anaphylaxis the pt was transported with the anesthesiologist to a larger medical facility. The pt was taken back into surgery the same day, for metabolic acidosis and possible bowel necrosis. The absorbable adhesion barrier was removed and there was no bowel necrosis. The pt was then transferred to the ICU.